Event description:
New information received notes programming changes were made.

Manufacturer narrative:
Further information was requested but not provided.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed post paced t-wave oversensing on the implantable cardioverter defibrillator (ICD). No changes or intervention was reported; the patient will continue to be monitored. The patient condition was stable.